Event description:
It was reported that patient was experiencing pain at pocket site. The patient underwent an ipg repositioning procedure and was doing well postoperatively. The ipg remained implanted.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event.